Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported that the insulin pump had an off no power alert less than 24 hours after a low battery alert. Blood glucose level at the time of the incident was 303 mg/dl. The customer reported that this issue occurred two nights in a row. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored, no off no power without low battery indicator noted, powered up properly after battery installation and the operating currents are within specifications. The insulin pump was received with minor scratches on the lcd window.